Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, when the device was positioned in the vessel there was poor blood flow coming from the marker lumen. The patient was reportedly obese and had low-lying vessels. The knot of the proglide could not be tightened completely and hemostasis was not achieved. Manual arterial compression was applied and a femostop was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously reported medwatch report, additional information received: the marker lumen was successfully flushed prior to use in the anatomy.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the marker lumen functioned as expected based on returned device analysis. The reported failure to advance the knot could not be replicated in a testing environment as the cut portion, including the pre-tied knot was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to the under insertion of the device. A conclusive cause could not be determined for the reported failure to advance the knot. Factors that contribute to the reported failure to advance the knot include, but not limited to, low profile knot, use technique excessive force, air knot. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. Na.